Event description:
Healthcare professional reported "rupture" and "bilateral breast ptosis and hypoplasia, scarce subcutaneous lamellar fluid, irregular demorphology of predominantly right, observing changes in the anterior reverberation artifact and presence of internal echoes at the lower pole level, inflammatory adenopathy in the right axillary region, inflammatory process of subcutaneous tissue and inflammatory axillary adenopathy on the right side". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. The reported events of "lymphadenopathy" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late, and device rupture.